Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a coronary bypass, during suturing, the needle and the thread of the two sutures used were easily disengaged. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, about 3 hours into a coronary bypass, during suturing using continuous suture technique for vascular anastomosis, the needle and the thread of the two sutures used were easily disengaged. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received six devices. A tactile and microscopic inspection of the sutures was performed with no abnormal ities. The visual inspection of the opened sample noted four sutures and seven needles. A suture had a needle missing. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.